Manufacturer narrative:
Block h6: imdrf device code a0509 captures the reportable event of suction button sticking. Block e1 phone number: (B)(6).

Event description:
It was reported to boston scientific corporation that orca button was used during procedure performed on (B)(6) 2026. The suction button could no longer be pressed. The procedure was completed using with another of the same device. There were no patient complications reported as a result of this event.